Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly. Unit received with partially broken off reservoir tube lip, cracked reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor deep scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case select button on keypad overlay and slight corrosion in battery tube.

Event description:
Customer reported via phone call that the lip around the reservoir was broke off. And the reservoir is unable to lock in place when inserted into pump. Customer's blood glucose value was 109 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.